Event description:
It was reported that the hemostasis valve detached during a gore stent graft.

Manufacturer narrative:
One 18f, 30cm, ultimum hemostasis sheath was returned for eval. The sheath tubing had been separated from the hemostasis hub at the tubing head. The proximal end of the detached tubing segment and the distal end of the attached tubing segment (within the hemostasis hub) revealed material that was stretched and torn, consistent with forcible separation. No anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Internal corrective actions are in place to investigate sheath hub separations.